Manufacturer narrative:
Patient's height reported as 6 feet 1 inches. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a distal femur procedure on (B)(6) 2019, the surgeon was using power screwdriver. When tried to put the unknown screws in with power, they we're having trouble coupling the starhexdrive screwdriver shaft and the ao quick connect. There was a surgical delay of thirty (30) seconds while retrieving a new screwdriver. There was a patient involvement. Concomitant device reported: unknown ao quick connect (part # unknown, lot # unknown, quantity # 1), unknown screws (part # unknown, lot # unknown, quantity # unknown). This report is for one (1) star/hexdrive screwdriver shaft. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: a device history record (DHR) review was conducted: part number: 03.010.151. Synthes lot number: 7785837. Supplier lot number: n/a. Release to warehouse date: (B)(6)2015. Expiration date: n/a. Manufactured by synthes monument. No non-conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: the star/hexdrive screwdriver shaft t25 3.5 mm hex/self-retaining 165 mm (part # 03.010.151, lot #7785837, mfg # 20-may-2015) was received at us cq with minor scratch marks on the coupling end of the device. The rest of the device shows minimal signs of wear. Functional test: a functional test could not be performed since the screwdriver shaft was returned by itself. The complaint was not able to be replicated, therefore the complaint is not confirmed. Dimensional inspection: dimensional analysis was completed, the distal outer diameter of the shaft measured and is within specification based on relevant drawing. The larger shaft coupling diameter measured and is within specification based on relevant drawing. Document/specification review: the relevant drawing(s) was reviewed; conclusion: the complaint condition is not confirmed as the star/hexdrive screwdriver shaft (part # 03.010.151, lot #7785837) was received with minimal signs of wear. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.